Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the indigo aspiration system include, but are not limited to, device malfunction, acute occlusion, distal embolization, inability to completely remove thrombus, neurological deficits including stroke, peripheral thromboembolic events, including death. Therefore, it was determined that the reported adverse events were anticipated complications. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
On (B)(6) 2020, the patient underwent a thrombectomy procedure in the right coronary artery (rca) an indigo system catrx aspiration catheter (catrx). It was reported that the patient had significant stenosis in the rca and the rca was 100% occluded. During the procedure, the physician experienced difficulty cannulating the rca with multiple catheters and subsequently, a non-penumbra catheter was used, and back support was done. The patient was then given heparin for anticoagulation. Next, a short guidewire was placed into the distal rca without difficulty. It was reported that prior to that, the physician lost the guide wire at least two times because of the poor guide support. Using the catrx, aspiration was performed but the catrx was unable to advance beyond the first lesion; therefore, it was removed. Subsequently, the physician decided to proceed with the angioplasty. Multiple angioplasties were then performed in the rca and thrombolysis in myocardial infarction (timi) score of 3 was noted at the end. The patient was then given intracoronary nitroglycerin, and a stent was placed in the distal rca. Excellent results were noted. On 1-april-2020, the patient reported experiencing weakness and paresthesia. A magnetic resonance imaging (MRI) scan showed acute left multifocal cerebral vascular accident (cva). The MRI also noted the presence of multiple infractions involving the cerebellum, left basal ganglia, and left parietal subcortical white matter. The electrocardiography (EKG) telemetry showed normal sinus rhythm (nsr) without an arrhythmia, indicating the EKG was not abnormal and suggesting that it was not a repeat myocardial infarction. To treat these symptoms, the patient was given xarelto. Subsequently, the patient was evaluated by speech and cleared without limitation. The patient was functional and able to perform activities of daily living (adls). This event is considered resolved with clinical sequelae. The stroke was reported to be a serious adverse event with a possible relationship to the index procedure and catrx.